Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Event description:
It was reported that the device is not producing an output when trying to ventilate unit, the pressure is not registering on the needle dial